Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The evaluation indicated that the sample had a slightly bent needle. The sample was functionally conforming; therefore the bent needle is unrelated to the reported event. How and when the needle became bent cannot be determined and a root cause cannot be identified. A possible root cause of the bent needle is handing at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming and the exact root cause of the bent needle is unknown. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut and the probe had aspiration during vitrectomy surgery. The surgery was completed after replacing the product. Additional information requested and received that there was no patient harm occurred.